Event description:
The customer's blood glucose level was ranging between 450-500 mg/dl, and the customer had large ketones. The customer was taken to her doctor's office, and was treated with IV drip. The cannula appeared to be inserted, and all looked well with the pod and insertion site. The doctor stated that the child may have had the flu but it was hard to tell as the high blood glucose levels could cause flu-like symptoms.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any malfunction or other product condition could have contributed to the reported event. No lot qualification records were reviewed, as the product lot number was not provided.